Event description:
It was reported that right ventricular (rv) lead was suspected of lead dislodgement during patient follow up. It was also reported that the rv lead pacing threshold had increased gradually since implant. Data recovered from the device did not substantiate dislodgement but the increased threshold could have been derived from the patient's body characteristic as a reaction from the acute phase after implant. The lead remains in use, and future action will be planned at next follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.